Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold due to dislodgement. Subsequently, the patient underwent a revision procedure, and the lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. At this time, the explanted lead is being retained by the customer and therefore is not expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual analysis confirmed the complete lead was returned intact (not severed). No discernible setscrew marks were found on the terminal pin, which points to improper connection of the device to the lead termina. The helix is extended with dried body fluid noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The "unintended use error" was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold due to dislodgement. Subsequently, the patient underwent a revision procedure, and the lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. At this time, the explanted lead is being retained by the customer and therefore is not expected to be returned. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.